Manufacturer narrative:
A replacement transformer was sent to the customer. The product was evaluated on 11/19/2014, the product was determined to be breached. A visual examination of the power supply revealed the transformer housing was breached, exposing inner electrical circuitry. The power supply was not plugged in so the voltage output across the dc plug was not measured. Resistance across the dr plug was measured 9.63k ohms, which indicates that there is not a short in the dc cord. The resistance across the ac blades measured 57.47 ohms, and indicates that the thermal fuse did not blow. The cause of the breach in the rav n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported to customer service that her prongs were loose on her transformer. When the product was received at medela, the qe eval determined the transformer to be breached, which is a safety risk.